Event description:
The customer's husband reported via phone call that they received a sensor error. Customer's husband stated that his wife had pain when inserting the sensor and that she saw the needle go in and out. The customer's husband stated that the sensor was peeled in half. Blood glucose level at the time of the incident was 136 mg/dl. The customer's husband was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken missing broken part. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer not returning the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.